Event description:
Additional information received reported that a revision had been scheduled but delayed due to pcp (primary care physician) clearance.

Event description:
It was reported that when the patient turned his stimulation off, his implantable neurostimulator (ins) would turn itself back on spontaneously; it was noted that the patient had not used his device in a year. The patient was sitting at his computer, turned, and the "ins came on real fast and hard." If the patient turned a certain direction, it kept turning on. The patient put batteries in his patient programmer (pp) and when he synced with the ins, the pp confirmed that the ins and stimulation were on; when the patient turned it back off, it came back on. The patient believed that there was a short circuit somewhere. It was noted that the patient's ins was "changed some times last year" as far as he knew. The patient's ins had turned back on 3 times the day of the report; the ins had never done this before. It was planned that the patient was to have his ins looked at by a physician and to keep using his pp to turn the ins off whenever it would turn on. Additional information received reported that even after the patient had turned his stimulation amplitude down to 0 volts, he still got "zapped pretty hard" when the ins came back on. When the patient synced his pp, it did indicate an amplitude of 0 volts each time. Additional information received reported that the patient was working with a manufacturer representative to schedule a reprogramming session to determine what was happening. No date was known at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3998, serial #: (B)(4), implanted: (B)(6) 2005, product type: lead; product ID: 37742, serial #: (B)(4), implanted: (B)(6) 2007, product type: programmer; patient product ID: (B)(4), serial #: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 3708340, serial #: (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).